Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. General aspects: screw breakage in general has been experienced. It does not present an unanticipated event in itself. Depending on the load application, also, depending on the patient¿s post implant behaviour, on the suitable anatomical reduction, on the kind of bone breakage and depending on the course of bone healing and other factors a screw breakage can rather be classified as anticipated ¿ specifically if one or more contributing issues concurrence with each other. A successful treatment with an implant requires sufficient bone healing during the implantation period. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient's right femur was revised due to the nail breaking at the junction of the lag screw, which then led to two distal screws breaking. Rep confirmed that no further information is available.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device is not available; hospital retained.

Event description:
It was reported that the patient's right femur was revised due to the nail breaking at the junction of the lag screw, which then led to two distal screws breaking. Rep confirmed that no further information is available.